Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received revealed the patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this complaint, an attempt was made to obtain complete event and patient information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient received a replace generator soon message. The device has the appropriate level of battery voltage to provide therapy. The patient may undergo surgical intervention to address the issue.